Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states the device has a strange burning, smokey, and electrical ordor, which she alleges caused her nasal and throat irritation/soreness. There is no allegation of serious or permanent harm or injury. The patient plans to follow/up with her physician to seek professional medical advice. A gfe was requested to obtain additional information (i.e., visualization of particles). The device was returned on (B)(6) 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states the device has a strange burning, smoky, and electrical odor, which she alleges caused her nasal and throat irritation/soreness. There is no allegation of serious or permanent harm or injury. The patient plans to follow/up with her physician to seek professional medical advice. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination was observed throughout device enclosure, and airpath, of water ingress on blower and blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-172 and e-176. The manufacturer concludes there was evidence of multiple contamination observed. The manufacturer confirmed there was no evidence of sound abatement foam degradation.